Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include occlusion / stenosis of device or native vessel and arterial or venous thrombosis and / or pseudoaneurysm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for an aneurysm using the gore® excluder® conformable aaa endoprosthesis and 3 gore® excluder® aaa endoprosthesis. On (B)(6) 2024, the patient had thrombus. Both of their external iliacs thrombosed and a clot went north. Their system was occluded. The physician has not re-intervened; however, they are planning next steps. They will possibly perform an axilla-femoral bypass. As of now, the patient is stable. The physician suspected that the patient had a clotting disorder and clotted the left external iliac and it continued proximal into the excluder.